Manufacturer narrative:
The device was returned for evaluation, and the customer's allegation was confirmed. Additionally, the device failed a leak test due to puncture and kinks on the cable. Based on the investigation's results, it is likely that the following led to the malfunction: due to a faulty charged couple device unit, the device had "an intermittent problem on the image. " the most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head sometimes loses its image when you plug it in or shake the cable. The issue occurred during preparation for use before an unspecified diagnostic procedure. There were no reports of patient harm.